Event description:
The customer reported to olympus that the gastrointestinal videoscope had a air/water duct defect. The device was returned for evaluation. During the device evaluation, white foreign material was observed in the air/water tube and cylinder and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the findings were as follows: the suction cylinder had no color, switch #1 was damaged, the forceps channel port was shaved, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the plastic distal end cover had a dent, the objective lens had a chip, the adhesive around the light guide lens had discoloration, the adhesive on the bending section cover had a crack, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected fields: h6 type of investigation (10-testing of actual/suspected device was inadvertently missed on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1100 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.